Manufacturer narrative:
Section h10 and/or h11 of the initial medwatch report indicates: stryker evaluated the customer¿s device and was unable to verify or duplicate the reported issue. The device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue could not be determined. Section h10 and/or h11 of the initial medwatch report should indicate: stryker evaluated the customer¿s device and was able to verify the reported issue. The root cause of the reported issue was due to low battery power. The device passed functional and performance testing and was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device failed to deliver a shock. The patient involved in the reported event did not survive, but there was no alleged patient injury or death related to the use of the device.

Event description:
The customer contacted stryker to report that their device failed to deliver a shock. The patient involved in the reported event did not survive, but there was no alleged patient injury or death related to the use of the device.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to verify or duplicate the reported issue. The device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Section b5 of the initial medwatch report (MFR report # 0003015876-2023-00061) indicates: the customer contacted stryker to report that their device failed to deliver a shock. There was no patient involvement reported during the event. Section b5 of the initial medwatch report (MFR report #0003015876-2023-00061) should indicate: the customer contacted stryker to report that their device failed to deliver a shock. The patient involved in the reported event did not survive, but there was no alleged patient injury or death related to the use of the device. Section h10 and/or h11 of the initial medwatch report (MFR report # 0003015876-2023-00061) indicates: stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Section h10 and/or h11 of the initial medwatch report (MFR report # 0003015876-2023-00061) should indicate: stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to deliver a shock. The patient involved in the reported event did not survive, but there was no alleged patient injury or death related to the use of the device.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to deliver a shock. There was no patient involvement reported during the event.